Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the user indicated, the mesh filter was cleaned, and the sensor cap was reset, but not on securely. The user was instructed to troubleshoot and run a cycle, and the cycle run without incident. It was also noted, the user was instructed that the high-level disinfectant needs to be changed every 5 days or if they had reached 35 cycles before that time, the lcg amber light would be blinking as an indication to do so. It was also explained to the user that, the efficacy of the high-level disinfectant needs to be tested with the test strip before every cycle of reprocessing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor exhibited error e02 (indicating cleaning fluid was not being discharged) and its light curve generator (lcg) light was noted to be blinking. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the error occurred due to the user's error in management of the disinfectant solution and did not understand the period to replace acecide. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3 inspection before use 3.10 checking the disinfectant solution concentration level prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Chapter 7 routine maintenance 7.12 replacing the disinfectant solution when the disinfectant solution in the device is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution.¿ olympus will continue to monitor field performance for this device.